Manufacturer narrative:
The other adverse events issues issue questionnaire was reviewed for causes of the reported issue. Based on this review, implanting the device off-label, and implanting the device too close to the targeted nerve were ruled out as potential causes. Additionally, the patient having contraindicating conditions has been ruled. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, the conclusion has been selected as unable to determine the root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in other adverse events issues. Other adverse events issue rates remain acceptably low; thus, a CAPA is not required. Other adverse events issue rates will continue to be tracked and trended.

Event description:
The patient reported they never experienced any pain relief from the neurostimulator. Additionally, the patient reported incontinence as well as nausea. Several attempts have been made to change the programs on the transmitter assembly. However, the system did not provide any pain relief. The patient was instructed to stop using the device. As of (B)(6) 2026, the patient is no longer experiencing urinary issues or nausea. An explant procedure will be performed. However, a date has not been provided. No further information is available at this time.